Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Settings were adjusted by customer's healthcare provider.